Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accessing prime menu and suspending).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with abdominal pain and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the setting was programmed in the pump incorrectly from the start by a nurse. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, the variation is due to known cause of accessing prime menu and suspending. This complaint is being reported because the patient experienced hyperglycemia related to use error in accessing prime menu and suspending.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: the complaint could not be investigation due to a no-power issue attributed to moisture ingress.